Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the upper urinary tract performed on an unknown date. According to the complainant, during the procedure and outside the patient, the laser fiber became very warm and it did not work. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. There was no damage noted along the body of the fiber. Visual examination revealed that light was unable to travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber was broken within connector. The condition of the returned device would cause the connector to overheat and would result in no energy transmission thereby confirming the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the upper urinary tract performed on an unknown date. According to the complainant, during the procedure and outside the patient, the laser fiber became very warm and it did not work. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.